Event description:
Procedure: thoraco/wedge/segmental resection. According to the rptr: the knife would not return on tissue after firing (the jaws did not open). The instrument was resected and the sulu was removed from the instrument. Another device was applied.

Manufacturer narrative:
Initial report sent to FDA on 10/15/2009.